Event description:
Baxter (B)(6) received a report that an infusor leaked from the reservoir after filling. The device had been filled with a solution containing fluorouracil and saline. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Baxter received one sample containing approximately 95 ml of fluid in the reservoir for evaluation. The reported condition of a leak was not confirmed. Visual examination of the sample showed no signs of a leak anywhere in the device. Furthermore, a functional leak test conducted over a 24 hour period showed no signs of a leak on any part of the device. No root cause was identified, as no evidence of product malfunction was observed. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. This product is not distributed in the us and does not have a 510(k) number. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.